Event description:
It was reported that during a device change out due to normal eri, externalized conductors were seen. The patient was asymptomatic. There were electrical anomalies and complications during dft testing. Patient rescued at 40j. The lead was explanted and replaced. The patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 13.6-14.7cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 13.4-13.9cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 14.9-15.4cm and 15.1-16.9cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 8.4-11.3cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 8.4-11.1cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 17.0-17.3cm from the distal tip. The rv conductor showed evidence of melting at this location, consistent with the reported field event.